Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to the 400s (mg/dl) for 2 weeks. Customer administered corrections with the pump and insulin pens to treat their bg levels. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.